Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The pacemaker model list was found empty. Software reconfiguration was performed to eliminate possible software issues. The cord bay latch was broken, the keyboard hinge left and right were broken, the paper tray was nearly empty, the stylus tip position on the touch screen needed calibration, errors were found in the software history. The programmer failed on hdd during software update. The hdd was replaced. The programmer failed on parameter 1018f analog input/output test (link electronic module (lem) board related). The lem board was replaced. Software was re-installed and updated to the newest version. The cord bay was replaced, the keyboard hinge left and right were replaced, paper was added, the connector touch screen was cleaned and re-seated, the touch screen was calibrated according to procedure. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer "pacemaker model list" was found completely empty. The pacemaker was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.